Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer's blood glucose was 227 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.